Manufacturer narrative:
Upon retroactive review of this complaint file, it was determined that this was an MDR reportable event. The MDR is being filed immediately upon this discovery.

Event description:
During evaluation of the hyfrecator handpiece at conmed electrosurgery the device (handpiece) self activated. No injury was sustained to the technician.